Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. Reportedly, some minor tissue damage with oozing/bleeding occurred. Another device was opened and used to complete the procedure. There was no injury to the patient.